Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a pin with intermittent connection on an integrated circuit component located on the digital board. The digital board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.